Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and the patient was treated with an unspecified antibiotic intraperitoneally (ip) (dose and frequency unknown) for the event. At the time of this report, the patient remained hospitalized with ongoing treatment. The patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k15027 and h13l20025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).